Manufacturer narrative:
A visual analysis of the returned device identified the shell was broken. A microscopic analysis was performed which identified a sharp-edged separation on the posterior of the device. Based on the device analysis the final assessment is: one sharp edged, broken separation in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and availability of product return has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.